Event description:
Reporter stated passing out about 2 pm after obtaining a "low reading" on blood glucose monitoring device at noon and taking normal 4 units of insulin and eating lunch. Reporter stated not being able to provide the reading prior to the alleged incident however emergency medical technicians (emts) were called and reported their meter could not register glucose due to it being so low at the time. Reporter stated the time and date were not set on the alleged meter therefore was unable to provide the last three results on the device. Reporter indicated emts transported her to the hosp where their device measured 27 mg/dl and was then treated with an IV, contents unk, and kept overnight. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.